Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine, unknown baclofen, and dilaudid (concentrations and doses unknown) via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. The patient did not know her dose and concentration; however, read a post it note (date of the post it note unknown). The nurse wrote: ¿old medicine in tubing at old rate x 2 days 1.299mg and then in 2 days rate will be 1.5mg, bac124mcg and half of what it was before and then 3 23 pump alarms.¿ the patient did not know the date of her last appointment. It was reported the patient had a question about her pump and could not get a straight answer from the healthcare provider (hcp). The patient said her pump was empty since last saturday ((B)(6) 2019) or so and the patient wondered what was the worst thing that could happen. When asked if the pump was alarming, the patient reported she heard something, ¿so that had to be that.¿ the pump alarm sounds were played for the patient and asked if that was what she had heard. The patient reported she could have sworn she dreamt about that when asked about how she knew it was empty. The patient had been on "a whole ton of other medications", but she weaned off of all of them and she knew what the culprit was. She suspected the pump medications were not agreeing with her because she had been bedbound since the last refill. It was noted the patient had been out of her house only twice and the last time over three months ago because she felt sick. The patient reported it always happened where she felt sick after she got the pump refilled. It was reported a couple days after her refill and a week or more before her refill it got way worse. The patient asked the hcp to take out baclofen because it did not agree with her when she had it orally. The patient also asked them to take out bupivacaine. The patient asked if those medications were taken out and the hcp said no. The patient wanted them to keep the dilaudid in the pump. It was noted her hcp wanted her on morphine, but during the trial (with morphine) the patient vomited seven days straight. The patient had been going through withdrawal from her other oral medications (off at least a month or so) and she was still throwing up, dizzy, nauseous, sleeping, and losing track of days. It was noted the hcp was aware. The patient could not see because she lost her glasses, so she could not drive, and the case manager just talked to the patient and would call the hcp to see what the plan was. Regarding event dates, it was asked and unknown (a long time) when the suspected medication in the pump was not agreeing with her. Regarding the feeling sick, throwing up, dizzy, nausea, sleeping, and losing track of days it had been over a month (2019). In 2016, just prior to implant, the patient vomited for seven days straight. The patient was encouraged to contact her hcp to report and resolve symptoms. No further complications were reported or anticipated.